Manufacturer narrative:
The pump passed the rewind, basic occlusion and displacement tests. However, the pump was unable to prime during the prime test due to a faulty force sensor. No motor error alarm was noted, and the motor passed the motor test. The pump also had a cracked case at the display window corners, a cracked reservoir tube, a cracked reservoir tube lip, and minor scratches on the display window.

Event description:
Customer reported that the insulin pump returned a motor error alarm during bolus. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 213 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.